Manufacturer narrative:
Concomitant medical products and therapy dates: allopurinol 300mg, amlodipine 5mg, aspirin 81mg, atenolol 25mg, vitamin d3 2,000 unit capsule, plavix 75mg, cyanocobalamin 1,000mcg, zetia 10mg, enoxaparin (loevnox) 40mg, lisinopril 40mg, pantoprazole 40mg, viagra 100mg, zocor 40mg, fenofibrate 145mg. (B)(4).

Event description:
On (B)(6) 2015 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2018 follow-up CT angiography was performed. During physician review of the CT on (B)(6) 2018 it was noted that the endograft was in the intended position with no noted positioning problems. A small type ii endoleak was reported originating from the patient's lumbar arteries. The aneurysm sac was observed to be enlarged very little if at all, reported as measuring 5.9cm x 5.6cm. The physician opted to monitor the endoleak. The physician also noted the intention to perform embolization of the patient's lumbar vessels at a later date, but noted suspected foreseen difficulties due to the patient's right internal iliac artery being previously covered. On (B)(6) 2018 the patient was admitted to the hospital after a fall resulting in left abdominal wall injury. The fall was reportedly suspected to be related to patient's parkinson's diagnosis. A CT scan was performed on the same day on the patient's abdomen/pelvis and revealed a persistent type ii endoleak with reported enlarged aneurysm sac measuring 6.1cm x 5.7cm. On (B)(6) 2018 a follow up contrast CT was performed. Reportedly type ii endoleak was confirmed, but no significant aneurysm enlargement was noted when compared to the CT performed in (B)(6) 2018. The patient reportedly declined embolization of the lumbar arteries at this time. On or near (B)(6) 2018 a follow up CT was performed, and the review of the CT determined that the aortic sac was reportedly unchanged in size. The end of the device reportedly remained widely patent. The type ii endoleak did not appear to be pressurizing the aneurysm sac. Arterial flow to the feet was reportedly normal. The patient continued to be monitored. On or near (B)(6) 2019 a diagnostic aortic duplex ultrasound procedure was performed. The aneurysm sac was noted to be stable measuring 6.06cm. The type ii endoleak was reported as stable. On or near (B)(6) 2019 it was determined that the type ii endoleak was exerting pressure to the aneurysm sac, and a translumbar embolization intervention was scheduled. On (B)(6) 2019 the patient underwent percutaneous repair of the type ii endoleak. The patient's l4 lumbar vessels were reportedly coil embolized. The patient tolerated the procedure.